Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Customer resolved the issue by changing the infusion set and cartridge and resuming insulin delivery. Despite ongoing occlusion issues, additional assistance was requested by customer support for further follow-up.